Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient's symptoms and revision surgery. The patient experienced breast pain and capsular contracture (grade unknown). The patient underwent removal and replacement with a 425cc mentor smooth round moderate profile prosthesis (catalog #: 3501670, left serial #: (B)(6). On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a revision breast augmentation with a 475cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. The patient had a consultation with a healthcare professional on (B)(6) 2020, and the diagnosis was confirmed. As a result, the patient underwent explantation on (B)(6) 2020.

Manufacturer narrative:
On 1-sep-2020, the investigation on the suspected medical device was completed. Investigation summary: during a visual examination of the device, parallel lines of shell wear were observed on the posterior aspect. Additionally, five (5) tears were found on the device. The tear a, b, c and d, were located in the posterior aspect and the tear e was observed in the anterior view, measuring approximately the tear a 1.4 cm, tears b and c 0.2 cm, d 0.4 cm and e 0.3 cm. Microscopic examination in the tears a, b , c and d edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Microscopic examination was performed in the tear e and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).